Event description:
The customer reported that during a thyroid experiment on a pig, the water circulation was smooth initially, but one minute later the waterway seemed to be blocked (circulation failure). Another device was used to complete the procedure. Initial evaluation of the incident sample found the insulation was damaged and the needle was bare.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.